Manufacturer narrative:
Concomitant medical products: 5076-45, lead; implanted: (B)(6) 2017; dtba1qq, ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation showed high threshold on the atrial lead and atrial capture on electrogram could not be verified. It was also noted that the left ventricular lead had high threshold and left ventricular capture could not be verified. The atrial and left ventricular leads remain in use. No patient complications have been reported as a result of this event.